Event description:
It was reported that there was a tear in the lumen section that is over the metal cannula and under the compression ring and collar.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The device sample was forwarded to the MFR for eval. When the investigation is complete, a final report will be submitted.